Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 490 mg/dl. In addition, customer reported they got setting in flash was corrupt. Customer was able to clear the alarm and rewind the insulin pump. Customer has been advice to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.